Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, the balloon ruptured upon reaching the nominal pressure. The procedure was completed with different device. No patient complications were reported.